Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use were not available. It was reported that the patient had a defective/failed pain pump implanted that had been turned off. The patient would like the pump removed.

Manufacturer narrative:
Corrected/updated type of reportable event to: serious injury.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use were not available. It was reported that the patient had a pain pump removed because it was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.